Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered prior to use with a bd vacutainer® urine collection cup. The following information was provided by the initial reporter, translated from french to english: we have noticed a problem on the kit urines ref 364941, the bottles show white traces.

Event description:
It was reported that foreign matter was discovered prior to use with a bd vacutainer® urine collection cup. The following information was provided by the initial reporter, translated from french to english: we have noticed a problem on the kit urines ref 364941, the bottles show white traces.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for non-biological foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.